Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. The manufacturer¿s field service engineer (fse) performed the annual preventative maintenance and replaced the filters to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the system leak test failed. Reportedly, the unit was due for annual preventative maintenance. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The even date was not specified; estimate used.